Manufacturer narrative:
Device history record reviewed for the lot and product met all acceptance criteria. The patient has a history of hypersensitivities and dermatographia. She has known allergies to sulfates. During surgery, the physician used a triple antibiotic pocket irrigation - consisting of cefazolin 1 gm, gentamycin sulfate, 80mg and bacitracin 50,000 units, all placed in 500 ccs of normal saline irrigation. The patient has been seen by both a dermatologist and allergy/immunology specialist and they have been requested to share their diagnosis with the current physician regarding the patient's allergies. The patient was treated with the usual antihistamines and high dose pulsed steroids and has not responded to them, in fact she has had a paradoxical reaction to hydroxyzine and topical steroid products. Her rash is worsened by them. Patient was taking hydrochlorothiazide but discontinued use and continues to take her thyroid medication. Physician prescribed gabapentin post operatively, but patient took very few doses over the 3-4 weeks post-surgery. It is inconclusive at this time if the patient is allergic to either the silicone breast implant (allergan smooth), the scaffold or something else. As additional information is obtained a follow-up report will be submitted. Follow-up information: the surgeon explanted both the mesh and the breast implants from the patient and the patient's rash has dissipated. A histopathology was performed on the explanted mesh. Two clinically fixed human breast tissue specimens, each containing galaform scaffold, were subsequently submitted for non-diagnostic device-specific histological evaluation. The tissue response (e.g., fibrosis, neovascular, inflammation) to the galaform scaffold in breast specimens was interpreted as overall mild with no evidence of adverse pathology (e.g., scarification, necrosis, exuberant inflammation, infection). The mesh fibers of the implant were interpreted as largely intact (i.e., limited bioresorption) and completely infiltrated/integrated by the host tissue response. As a result of the investigation and the histopathology, it is inconclusive if the device may have caused or contributed to the allergic reaction. No additional information is available regarding the patient.

Event description:
Physician reported to sales rep on (B)(6) 2018 that a patient who underwent a silicone implant (allergan smooth) exchange with a revision mastopexy and pocket reinforcement using galaform 3d mesh on (B)(6) 2018 has been having severe urticarial rashes that were not seen at the time of the placement of the mesh as far as he was aware. The physician has indicated that the patient "now has widespread, diffuse and confluent urticarial rashes throughout her body, which initially involved the head, neck chest and breast area." The patient has a history of hypersensitivities and dermatographia.

Manufacturer narrative:
Device history record reviewed for the lot and product met all acceptance criteria. The patient has a history of hypersensitivities and dermatographia. She has known allergies to sulfates. During surgery, the physician used a triple antibiotic pocket irrigation - consisting of cefazolin 1 gm, gentamycin sulfate, 80mg and bacitracin 50,000 units, all placed in 500 ccs of normal saline irrigation. The patient has been seen by both a dermatologist and allergy/immunology specialist and they have been requested to share their diagnosis with the current physician regarding the patient's allergies. The patient was treated with the usual antihistamines and high dose pulsed steroids and has not responded to them, in fact she has had a paradoxical reaction to hydroxyzine and topical steroid products. Her rash is worsened by them. Patient was taking hydrochlorothiazide but discontinued use and continues to take her thyroid medication. Physician prescribed gabapentin post operatively but patient took very few doses over the 3-4 weeks post surgery. It is inconclusive at this time if the patient is allergic to either the silicone breast implant (allergan smooth), the scaffold or something else. As additional information is obtained a follow-up report will be submitted.

Event description:
Physician reported to sales rep on dec 28, 2018 that a patient who underwent a silicone implant (allergan smooth) exchange with a revision mastopexy and pocket reinforcement using galaform 3d mesh on (B)(6) 2018 has been having severe urticarial rashes that were not seen at the time of the placement of the mesh as far as he was aware. The physician has indicated that the patient "now has widespread, diffuse and confluent urticarial rashes throughout her body, which initially involved the head, neck chest and breast area." The patient has a history of hypersensitivities and dermatographia.